Manufacturer narrative:
H3 other text : the device has not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the manufacturer's service center, a "respirator cannot be operated" alert occurred and the flow sensor stopped working after transitioning to standby mode. Confirmation of the error code was found in the ventilator's error log. The flow sensor was replaced to address the issue. Additionally, not related to the malfunction, regular maintenance 1 has been carried out. The device passed a final test, battery check, valve check, a running test which were performed to confirm normal operation. The device was cleaned and the software version v1.06.05.00 has been confirmed.